Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that about (B)(6) of 2020, it was noticed that the spectra penile prosthesis (spp) left cylinder was perforated. The cylinder was slipping so the device was uneven at the distal tip. All spp components were explanted and a new tactra device was implanted.